Event description:
During radiofrequency ablation of a liver tumor, the pt suffered a burn to his left thigh from the grounding pad. Dates of use: 2008. Diagnosis or reason for use: ablation of liver tumor.